Manufacturer narrative:
Philips service replaced the spp1 power supply and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference::(B)(4).

Event description:
It was reported to philips that the spc10 backpanel dc/dc converter failed, causing a geometry movement issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.